Event description:
After treatment with bovine collagen, the pt reported having white pearly looking bumps under the eyes and peri-orbitally. Follow up findings with the physician noted that the pt was treated with bovine collagen in an area of thin delicate skin. The physican stated this was overcorrection of product not reaction and the pt was treated with an intralesional steroid.